Manufacturer narrative:
The device history record and previous repair record for zimmer skin graft mesher serial number 01503 were reviewed and noted no related nonconformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: the reported event was confirmed by the service technician who performed the evaluation. On (B)(6) 2019, it was reported that there was a set screw missing from the device. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 15 august 2019 noted that the device passed all pre-repair testing and produced a passing test mesh. The ratchet handle was noted to have been received with a missing set screw. At the time of the investigation, the device has yet to be repaired as the customer has yet to make a decision on whether to repair the device or purchase a new one. The device was tested and inspected. Probable root cause: while it was found that there was a missing set screw on the ratchet handle which would prevent the mesher from moving a graft through it properly during use, it cannot be determined from the information provide as to what caused the screw to go missing. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up / final report will be submitted. (B)(4).

Event description:
Skin graft mesher set screw was missing. The event occurred during surgery, there was a harm and delay reported, but no additional information was provided regarding the same. Attempts were made to retrieve more information regarding the event, but there was no response from the customer.